Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information

Event description:
This is filed to report the irregular movement of the clip delivery system (cds). It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation with an mr grade of 4. The patient anatomy was difficult, small anterior posterior, left ventricle diameter. The steerable guide catheter (sgc) required a half of turn of + knob, and the cds required application of m knob and a knob to gain height over the mitral valve. Once the cds was lateral on the mitral valve, the cds took an unpredictable anterior dive. The decision was made to remove the cds, to avoid chordal entanglement in the challenging anatomy. The cds was retrieved into the sgc and both were removed without issue. Another cds was used, one clip was implanted; reducing mr to 2. Post procedure, during manipulation of the device, the cds was kinked. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. All available information was investigated and the reported difficulty positioning the device could not be tested. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported difficult to position issue associated with the delivery catheter/dc shaft appears to be due to a combination of patient anatomy/morphology and user technique/procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.